Event description:
Staff member was attempting accucath placement. Walked the needle in, met some resistance once trying to advance the guide wire. Unable to pull back guide wire so safety deployed. The guide wire broke - part of it remaining under the pt's skin. Unable to be retrieved from pt. FDA safety report ID# (B)(4).